Event description:
It was reported that this pacemaker system exhibited high out of range pacing impedances on the right ventricular (rv) lead measuring 2009 ohms. A lead safety switch was declared which switched the pace/sense configuration from bipolar to unipolar. At this time the device and rv lead remains in service. No adverse patient effects were reported.